Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 485mg/dl treated with insulin pump. Customer also had blood glucose of 132mg/dl and current blood glucose was not given. Customer stated that they had problems of insulin pump and infusion set. Product will be return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the delivery accuracy test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.